Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed a large leak. The flow sensors and bag arm hose were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and was not delivering the requested volume. There was no report of patient involvement.